Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced display anomaly. Customer reported that display screen intermittently had black spots and looked smoky. Customer's blood glucose was not reported. Customer declined transfer to helpline and would call back when issue occurred again.